Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery excessively. The blood glucose reading was 280 mg/dl, which was treated with a manual injection. The customer stated that she received 2 more no delivery alarms from the same infusion set she had previously reported. She observed sleepiness as a symptom of high blood glucose. Upon troubleshooting, the insulin did exit from the tubing during a manual prime and no leak was noted. The insulin pump also passed the high pressure test. The customer was advised that a replacement infusion set would be sent. She stated that the no delivery alarm occurred in the morning after a bolus. She advised that she moved the insertion site, changed the infusion set, and her blood glucose levels had been stable since. Nothing further reported.